Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Visit/interrogation with pi indicated displacement of rv lead. Physician also observed loss of capture and diaphragmatic stimulation. Pt reported discomfort. Updates documented lead revision on 3/4/2020. Should additional information become available, this file will be updated.